Event description:
It was reported that during an infusion set change, the tubing became caught beneath the set and the infusion set did not deploy correctly; customer care guided the user through a site-only change and the issue resolved without further assistance. Symptoms included no reported adverse clinical effects and no alarms. Outcomes included user education and successful troubleshooting with continued therapy. Investigation included remote troubleshooting and user coaching focused on infusion set insertion technique. Investigation of this case revealed an infusion set deployment error associated with the infusion set component and connector alignment during insertion. It was concluded, based on previously established findings for similar reports, that the cause was user technique during infusion set insertion.